Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted on (B)(6) 2026, and it was mentioned in the patient file that two out of three sensing vectors were successful. During implantation, an st elevation was shown on the electrocardiogram (ECG), and measuring the vectors was tricky. The following day (one day post implant), the patient received in inappropriate shock. The device was deactivated pending technical services (ts) analysis. Ts reviewed available device data, noting the induction episode shows non-physiological artifacts that indicate air pockets or an electrode that is not fully connected. Given this, the ts consultant recommend taking current x-ray images in ap and lateral, whereby the device header should be clearly visible on the lateral image. The treated episode, on the other hand, shows the shock was delivered due to a change in morphology with very small amplitudes which is over-sensed by the device. Ts recommended evaluating the remaining vectors. No other adverse patient effects were reported.